Event description:
Caller reported a malfunction on the pump, identified by malfunction code ¿malf 0¿ and fault ID 0-0x219e. There was no adverse impact on the customer¿s blood glucose level, remaining within the normal range and not exceeding 500 mg/dl. Technical support arranged to replace the malfunctioning pump, advised the caller to use multiple daily injections (mdi) as a backup insulin therapy, and provided instructions for managing the replacement process, including the return of the faulty pump using a pre-paid ups label.